Event description:
Pt experienced cardiopulmonary arrest. Resuscitation was attempted. During course of resuscitation, external pacemaker was applied, but could not be used due to pacer failure error code "30001". Pt's rhythm strips show a bradycardic rhythm (in addition to other rhythms) that potentially could have responded to pacing. Pt was not able to be resuscitated and died. Pacemaker failure could have contributed to the death.